Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. (B)(4).

Event description:
A family member reported that the down arrow keypad button became intermittently unresponsive a few days ago. She stated that the patient carries the pump in a pump skin, and that the pump is not exposed to cleaning products.